Event description:
It was reported that a patient with this electrode had received an inappropriate shock due to oversensing. No changes were made and the electrode remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.